Event description:
It was reported that the pulse generator exhibited a false eri alert. Programming changes were made to clear the alert. There were no issues. Patient was good and will continue to be monitored with routine follow-ups.